Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime, compromised forced sensor system test and excessive no delivery test due to motor error alarms. Pump received with cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm and motor position encoder error. Customer stated that customer able to clear alarm and pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.